Event description:
After 3 months, the pt's acl repair failed due to possibly graft laxity. Pt underwent a revision surgery. Dr. Re-scoped the pt and found pieces of bio-screw in the joint and some pieces in the bone tunnel. Screws could not be removed in block due to its brittleness. Screws were brittle, white and crubling. This device is used for treatment.